Event description:
The complainant reported that a 41-year-old male patient experienced multiple complications during impella cp support. It was documented that the implanted pump triggered intermittent impella position in aorta alarms following successful repositioning. Support was able to continue despite the noted issue. It was then reported that the patient developed hematuria with hemolyzed labs and their right leg became ischemic. The conditions went unresolved until care was withdrawn after only one day of support. The patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
B1 product problem updated. B2 updated to death. H1 updated to death. H6 updated to include placement signal coding and death. Corrections that were made from the initial manufacturer device report number 1220648-2024-18620. D10 concomitant medical products and therapy dates updated.

Manufacturer narrative:
The investigation for the hemolysis and limb ischemia has been completed. Clinical details noted the patient was experiencing hematuria and signs of hemolysis and was given volume in attempt to resolve. The pump was noted to be mispositioned deep in the ventricle and was able to be repositioned. It was not noted if hemolysis resolved after pump repositioning. Additionally, clinical details noted the patient was in multisystem organ failure. Data logs from the field were reviewed and variable placement signal was continuous during the case. No motor current spikes were preset outside of p-level changes to indicate possible biomaterial ingestion. The root cause of the hemolysis could not be definitively determined as the patient's condition and improper positioning of the pump could have been contributing factors. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.